Manufacturer narrative:
There was no service visit as the incident was not reported directly to maquet. Also the device will not be serviced during next routine service as it has been already removed from site (hospital). Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
On 03/23/2016 12:43 pm (gmt-4:00) added by (B)(6): (B)(4). There is no service report and was no service visit as the incident was not reported directly to maquet. The customer is content to continue to use the machine and a technician will look into the issue during the next routine service. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
On 03/23/2016 12:44 pm (gmt-4:00) added by (B)(6): it was reported that during patient treatment the arterial pump on heart lung machine disables safety functions without user input - the arterial pump reset itself to free mode, effectively disabling the interventions, this did not cause the pump to stop. They continued with the case with the pump in free mode until it was safe to reset the mode back to arterial. No further problems were observed after this and the case finished with no change in bypass parameters or harm to patient. Bypass proceeded with caution. After discontinuation of bypass, normal settings restored. The pump had been switched off and then reused multiple times with no further issues. It was also mentioned the hospital reported this as low priority and was not overly concerned about the incident. (B)(4)